Event description:
The patient accused a severe joint pain at the left hip with functional impotence without particular trauma. It was diagnosed a rupture/dislocation of the acetabular implant (implanted on (B)(6), 2015 at galeazzi hospital). The patient was subjected to a left hip revision surgery where it was confirmed the rupture of the acetabular pe insert. It was also replaced the head (that had no sign of wearing). Device replaced with bioball implant on (B)(6), 2021, patient had undergo a second surgery at the zucchi clinic in order to remedy the breakage of the prosthesis, in particular of the polyethylene acetabular insert of the prosthesis of the left hip performed on (B)(6) 2015. Both surgeries were performed by the same surgeon, to whom this letter is sent for all legal purposes, who used ceramic, polyethylene and metal components in the total left hip arthroplasty performed on (B)(6) 2015 which in the medical records appear to be manufactured by depuy and biolox delta . On (B)(6) , while patient was in her home, the patient felt the sensation that something was crumbling in her prosthetic hip with the consequent impossibility of walking: the diagnosis of the hospital of vimercate following the outcome of the urgent tests carried out in the hours immediately following reporting the "probable rupture of the left hip arthroplasty polyethylene insert". Due to the trust placed, our client did not hesitate to submit to him, through her husband, the documentation from the vimercate presidium and her orthopedic surgeon proposed to perform surgery at the zucchi clinic in monza. In the new surgery performed in the following 15 days (on (B)(6) 2021) pending the supply of the replacement component, proceeded to remove the polyethylene acetabular insert which showed evident breakage in two parts and to replace it with a 48/32/10 polyethylene insert. The patient reported that the components of the prosthesis (acetabular insert and head) removed in the surgery on (B)(6) 2021 were retained by the zucchi clinic for the necessary checks and reports of the outcome of which to date the patient has not known, except for what was stated by the doctors in the immediacy of the facts, namely that the piece was to be considered defective due to a micro-crack. Doi: (B)(6) 2015; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device product 121932148, lot 574012, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post-market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation was performed for the finished device product (B)(4), lot 574012, and no non-conformances / manufacturing irregularities were identified.

Event description:
Medical records were received: on (B)(6) 2021, she was subjected to the revision of the left hip prosthesis at zucchi clinical institutes in monza. During the procedure, the presence of stability of both the femoral prosthetic components ( stem and prosthetic head ) and the acetabular was found with perfect osteointegration and without signs of wear. The polyethylene acetabular insert has been found to be broken. The patient was also revised due to dislocation.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.